Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The balloon protector cap was not returned. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues were noted with the tip or blades of the device. Also, visual examination of the catheter shaft observed that the hypotube shaft was broken at 322mm and 869mm from the hub. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received 18 aug 15. It was reported that failure to cross occurred. Vascular access was obtained via femoral artery. The 13x3mm, eccentric, de novo target lesion containing a lesion bend of >=90 degrees was located in the severely tortuous right coronary artery(rca). A 10/3.00 flextome¿ cutting balloon¿ was selected for treatment. During the procedure, it was observed that the device was not able to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, additional information received reported the shaft was broken during the advancement of the balloon catheter inside the lesion.